Event description:
It was reported that the trek rx 5.0 x 12 mm balloon was opened and the nurse noticed that the size on the compliance chart in the packaging states a 3.0 x 12 mm size and does not match the device size of 5.0 x 12 mm, printed on the device hub. The device was removed from the cart and was not used in the procedure. There was no patient involvement. Another trek balloon was used with success. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and packaging material were returned for analysis, which confirmed the difference in labeling between the device and the compliance chart. A review of the complaint handling database was performed and identified one similar event for this lot. No further action is required at this time, as the overall impact of this issue to patient safety was assessed to be low. An incorrect compliance chart may result in under-inflation of the balloon in the vessel. The physician will notice the under-expanded lesion and perform additional steps to prep the lesion. The performance of these devices will continue to be monitored.